Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025 which led to hyperglycemia. The leakage was at the quick release. The patient blodd glucose level was corrected with pen. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6) patient country - brazil.